Event description:
It was reported that stent damage occurred. A 2.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was 90% stenosed located in the 30% tortuous and severely calcified left anterior descending artery.

Manufacturer narrative:
Device is a combination product. A2: age at time of event: 18 years or older. F/g,promus element,mr,ous 2.50x20mm stent delivery system was returned for analysis. A visual examination of the stent found damage. The stent struts of the whole stent was damaged and stretched in a proximal direction over the proximal marker band. The non-contact measuring system data (ncms) report for the device was reviewed and the maximum stent profile is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube identified no damage. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 2.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.